Event description:
It was reported that during a device replacement procedure, the physician observed an insulation anomaly on the ventricular lead. There was a visible, circumferential gap/discontinuity in the insulation adjacent to junction of the lead body and the lead pin assembly. Electrical measurements were all stable and repeated multiple times including during lead handling. The physician elected to repair the lead with medical adhesive and secured further with a tie-down suture. Electrical measurements of the lead after repair were stable. The lead remains implanted. The patient was stable with no adverse health consequences.